Event description:
It was reported that the cylinder of this inflatable penile prosthesis continued to buckle only on right side during use. The right cylinder was removed and replaced. No patient complications were reported.